Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that during add'l programming upon an upgrade of the external components, it was found when placing the coil of the patient's audio processor on the head, with the map opened but not activated during programming, the patient had a shocking sensation with a popping sound. According to the patient and mother, this dates back to the original activation in 1998. This only occurs when connected to the test/programming equipment, not when using this audio processor normally.